Event description:
It was reported to philips that the heartstart mrx defibrillator generated a co2 calibration due message but when performing the calibration, the co2 pump failed to calibrate. There was no patient involvement.